Event description:
One pt sample with total psa result that does not fit the clinical picture. Initial total psa result gave <0.01 ng/ml. Same sample diluted and repeated gave result of 0.01 mg/ml. The investigational unit confirmed the pt's total pas results, and found an interference with the total psa assay. The nature of the interference, however, could not be identified. Known interference factors were not found.